Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35 (a broken force sensor was detected during seating or regular delivery), cosmetic damage on the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Explain the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on 11/14/2025 10:53:00.000 due to moisture damage on the force sensor. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, missing display window/cover, keypad overlay texture damage, cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked belt clip rails and label damage (stained). Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Pump exposed to moisture confirmed. Cosmetic damage confirmed at the battery tube side. Retainer ring damage confirmed due to partial broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.